Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service technician was not able to verify customer's reported problem "auto cycles when sensitivity is changed". All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 48 hours extended tests at customer settings without any unusual alarms or conditions. Ventilator failed troubleshooting final test at tidal volume & flow performance. Tidal volume & flow performance failed for non-conformance. Bench testing reveals vhome was out of specification. Performed vhome trim and ventilator passed tidal volume & flow performance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when sensitivity is changed device auto-cycles on the lap top ventilator 1200. The customer confirmed that there was no patient involvement associated with the reported event.